Event description:
A patient specific implant request form was received for the patient's right proximal tibial replacement was received. Noted on the form: requesting moving parts for rotating hinge revision. Additional information received: "he needs the mk3 poly, bumper, bushings, axle, circlip and rotating component. He will need a proximal tibia mets on standby too."

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Manufacturer narrative:
Reported event: an event regarding an rebushing involving a patient specific, proximal tibial replacement was reported. The event was confirmed by x-ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for patient specific proximal tibial replacement which was inserted on (B)(6) 2000. The surgeon requested to revise the moving parts of the rotating hinge (rebushing). The x-ray images provided show that the femoral component is in line with the tibial component and the rotating hinge is in good position. There is no sign of the circlip backed out. However, considering the implant has been in situ for 22 years, normal wear and tear is expected. Therefore, although the radiographic review cannot identify the issue reported, it can likely happen which needs to be confirmed by clinical findings. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific implant request form was received for the patient's right proximal tibial replacement was received. Noted on the form: requesting moving parts for rotating hinge revision. Additional information received: "he needs the mk3 poly, bumper, bushings, axle, circlip and rotating component. He will need a proximal tibia mets on standby too."